Event description:
Per the clinic, the patient experienced pain and infection at the implant site. The patient also experienced tinnitus without stimulation and fluctuating hearing perception. The patient was hospitalized (date not reported) and treated with IV antibiotics (date and duration not reported).